Manufacturer narrative:
Per chemistry study (B)(4), the ir spectrum of the unknown clear particulate showed similar absorption characteristics when comparing to silicone like material.

Manufacturer narrative:
We received one single flothru dpt kit with pressure tubing for examination. Priming solution was visible inside of the kit. The reported event of contamination issue with dpt was confirmed. A clear, soft particulate was found inside of the dpt fluid path, near the sensor (gel) pad. The particulate was approximately 0.155"x0.045" in size. The particulate stayed at the same location inside of the dpt fluid path after 5 minutes of continuous flushing at a pressure of 345 mmhg. The particulate was removed from the dpt for chemistry analysis. Lot number was not provided, therefore review of the manufacturing records could not be completed. A supplemental report of the chemistry analysis will be forthcoming when the results are completed.

Event description:
It was reported that an unknown sticky material was found inside of the dpt housing during use. There were no patient complications reported.